Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the left ventricular lead exhibited loss of capture and loss of sensing. It was noted that the patient experienced some electrical pulses around the area of the device pocket. The lead was explanted and replaced. The patient tolerated the procedure well and is recovering.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the left ventricular lead exhibited loss of capture and loss of sensing. The lead was explanted and replaced. The patient tolerated the procedure well and is recovering.